Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Under a microscope, an additional piece of acrylic was observed on the dib00 model intraocular lens (iol) after its implantation in the patient's operative eye. The iol was removed and replaced with another iol with the same model and diopter. There was no patient injury, no medical intervention, and no surgical intervention during the procedure. Patient prognosis was reported as fine. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 06-mar-2026 section h-3: device evaluated by manufacturer: yes device evaluation: the simplicity that corresponds to this complaint was received inside a sealed non-johnson & johnson pouch. A lens was also received in a non-johnson & johnson pouch. The patient stickers, patient implant identification card, and implant notification card were also received. During a visual inspection, the device was inspected under magnification. The lens was cut in half and coated in viscoelastic residue and debris from the foam it was received on. No acrylic particles were identified. The handpiece waws inspected and no issues were identified. The complaint issue "foreign material- loose" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product and cartridge were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.